Manufacturer narrative:
The biomedical engineer (bme) reported that there was signal loss and excessive artifact/noise on the zm-531pa telemetry transmitter during patient use. The biomed tested the zm-531pa using different leads, and the issue persisted. When a replacement unit was tested using the same leads, the issue did not occur, confirming that the problem follows the zm-531pa. They found that this issue is caused by deteriorated ECG connectors on the telemetry boxes. No patient harm was reported. Investigation conclusion: there was no device returned for this complaint. Therefore, complaint could not be confirmed. To assist with this issue, the part number was provided to the customer and was transferred to customer service for pricing. Central nurse's station model: ni, sn: ni. Multiple patient receiver (org) model: ni, sn: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that there was signal loss and excessive artifact/noise on the zm-531pa telemetry transmitter during patient use. The biomed tested the zm-531pa using different leads, and the issue persisted. When a replacement unit was tested using the same leads, the issue did not occur, confirming that the problem follows the zm-531pa. They found that this issue is caused by deteriorated ECG connectors on the telemetry boxes. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was signal loss and excessive artifact/noise on the zm-531pa telemetry transmitter during patient use. The biomed tested the zm-531pa using different leads, and the issue persisted. When a replacement unit was tested using the same leads, the issue did not occur, confirming that the problem follows the zm-531pa. They found that this issue is caused by deteriorated ECG connectors on the telemetry boxes. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/10/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Central nurse's station model: ni sn: ni multiple patient receiver (org) model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that there was signal loss and excessive artifact/noise on the zm-531pa telemetry transmitter during patient use. The biomed tested the zm-531pa using different leads, and the issue persisted. When a replacement unit was tested using the same leads, the issue did not occur, confirming that the problem follows the zm-531pa. They found that this issue is caused by deteriorated ECG connectors on the telemetry boxes. No patient harm was reported.